Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as a part of the retrospective review of historical records.

Event description:
The user facility reported an impella cp in a 51 year old male patient for mechanical circulatory support for acute myocardial infarction. It was reported that while on support, the access site had some oozing. A thrombin dressing was applied along with light dressing and the site was intact. The patient was off-pump coronary artery bypass and was going in and out of ventricular tachycardia. It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.